Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) system broke upon removal. The reason for the system removal (per their physician) was that they did have effective therapy for some time (>50% reduction in their symptoms at the time of implant) and no longer used the therapy. No trouble shooting was performed in the event. Following the system removal, the patient did recover without sequelae. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3778-45, lot# va01yxe012, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-45, lot# va01yxe013, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned neurostimulator model 37712 serial #(B)(4) showed no significant anomalies. Analysis of returned lead model 3778-45 lot #va01yxe012 showed no significant anomalies. Analysis of returned lead model 3778-45 lot #va01yxe013 showed no anomalies. Analysis of returned extension model 3708120 serial #(B)(4) showed no significant anomalies. Analysis of returned extension model 3708160 serial #(B)(4) showed no anomalies. Analysis of returned extension model 3708160 serial # (B)(4) showed no anomalies analysis of returned extension model 3708120 serial #(B)(4) showed no significant anomalies. (B)(4).